Event description:
It was reported that the patient line had become disconnected and fluid leaked out of the line. The event occurred during the dwell phase on the homechoice (hc). The technical service representative (tsr) assisted the home patient (hp) to end therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.